Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported white strands (some straight, some curly) in an xray that may have resulted from attempted / abandoned tined lead removal or because of their position at the front of the pelvis indicate they are from something else entirely.